Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported during troubleshooting of alarms on the liberty cycler of observing a fluid leak upon removal of the cassette from the cycler. Additional information has been solicited. The liberty cycler was replaced.

Manufacturer narrative:
Correction: product receipt date.

Event description:
"."

Manufacturer narrative:
The reported symptom fluid leaking was not confirmed. The reported symptom air detected in cassette warning was not confirmed. The reported symptom hb make sure hb is on ht tray and unclamped was not confirmed. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment and under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid and fluid could not be determined. The simulated treatment was performed, completed without failure. Passed mushroom head check. Test positive for glucose. The system air leak passed. The voltage check passed. A visual inspection of the returned cycler exterior showed sign of physical damage. The front panel bezel gasket was drooping over the center of the front panel overlay. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."